Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. The device was severely damage with battery at end of service (eos) level upon receipt. The device was received with rv lead already removed from the header, however due to the damage caused to the device header, the reported event could not be confirmed, and no additional tests could be performed. Longevity assessment was performed, based on nominal conditions, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. During the procedure, the right ventricular (rv) lead was found to be frozen in the pacemaker header and could not be removed. The header was broken to extract the rv lead. The pacemaker was explanted and replaced, while the rv lead remained implanted. The patient remained stable throughout the procedure.